Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probably root cause is operational context. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a carotid stenting treatment procedure stent movement occurred. The lesion being treated was located in the right common carotid ostium. A nexstent was advanced and deployed but the stent moved and was 'not delivered exactly where intended'. An additional stent was deployed successfully. There were not patient complications.